Event description:
It was reported that this right atrial (ra) lead exhibited noise when connected to an electrocardiogram (ECG). Technical services (ts) suspects the noise is from electromagnetic interface (emi). It was also noted an attempted revision procedure was performed sometime after implant and found this lead was dislodged and the helix would not retract. The plan is to laser extract the lead at a future date. At this time, the ra lead remains in service. No additional adverse patient effects were reported.